Event description:
The shunt was implanted in 6/94, and revised on 10/15/96. The shunt was not afunctioning. The pt was not comfortable so the surgeon did an x-ray and saw that the catheter was no longer attached to the valve.